Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 418 mg/dl. Customer was using auto mode feature. The customer reported that the insulin pump was not delivering the insulin. The customer had using the insulin pump within 48 hours of the high blood glucose. Customer declined to check air bubbles and leak. The insulin pump will not be returned for analysis.